Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.

Event description:
Attorney alleges "prior to 2007, (patient) was prescribed and/or implanted with a defective medtronic sprint fidelis and was injured as a result." Further alleges as result of lead, "patient sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.